Event description:
Additional information received reported that the patient did not have 50% or greater symptom reduction. The cause of the stimulation not working was not determined. It was unknown if reprogramming was needed. The patient demanded that the implantable neurostimulator (ins) be removed as it ¿never worked¿ which was contrary to what the patient reported to the physician in the past. The patient outcome was unknown. The patient would be operated on by another neurosurgeon that initially operated on him and told him that he would need surgery. The implantable neurostimulator (ins) was not indicated as there was stenosis.

Event description:
It was reported that the stimulation from the patient¿s implantable neurostimulator (ins) was not working (noted as a loss of stimulation/therapeutic effect) and that they wanted the device explanted. The manufacturer¿s representative was never informed of any problems with the patient¿s stimulation and, hence, no reprogramming or diagnostics (impedance testing) was performed. The last time the patient was seen was seen was on (B)(6) 2014 and nothing further had been heard from them since. There was no reason provided for the device explant nor had there been any conversations with the patient regarding the issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).